Manufacturer narrative:
(B)(4). Carefusion technical support provided the customer with some servicing options. The customer indicated that they would call back, if they decide on any of the options provided to them. As of february 27, 2015, the customer has not called back requesting any further svc from carefusion.

Event description:
Carefusion technical support rec'd a call from the lab mgr at one of the user facilities indicating that during pre-use check the touch screen display on one of their units was dark and only the led membranes were lit. He also indicated that the audible alarm was present.